Event description:
The customer's spouse reported that the insulin pump alarmed compromised force sensor system while they were changing the infusion set. The drive support cap was sticking out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with loose and slanted drive support disk. However, the insulin pump passed displacement, rewind, basic occlusion, occlusion, and prime/a33 tests and no a33 alarm noted. The insulin pump has cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window and stained end cap sticker noted.